Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery alarm or verify rewind anomaly, audio/vibrate anomaly, time/clock anomaly and failed battery test alert due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons, alarm was not as loud, clock had to reprogrammed. The customer¿s blood glucose level was 196 mg/dl at the time of the incident. The customer was also reported that insulin pump had unexplained no delivery alarm, random no delivery alarm, reject new battery, grinding noise during rewind. The insulin pump will not be returned for analysis.